Manufacturer narrative:
Patient information including ID, age, and weight were requested but the information is not available. The explant date is an estimated date based on the information provided. The explanted device was requested for return, however the device was not returned.

Event description:
It was reported to gore that a patient underwent a deip flap procedure using gore® enform biomaterial. The mesh was placed in an onlay fashion to reinforce the diep flap. One month later, the patient developed a seroma that required two aspirations with rapid accumulation of fluid. The physician reported a surgical correction was performed about 2 months following the index procedure. Upon reoperation to evacuate the seroma, the mesh was reported to be like tissue paper and disintegrating. Reportedly, there was no infection. The mesh was removed in multiple fragments.